Manufacturer narrative:
The device did not malfunction, but did cause or contribute to this serious injury. The catheter was not returned to the manufacturer, it was discarded on site. We understand that no malfunction of the catheter has been reported by the physician.

Event description:
Patient undergone a cryoablation procedure for avnrt which resulted in unheralded onset of complete heart block 18 seconds into a cryoapplication following several unremarkable mid-septal cryolesions. The complete heart block (chb) persisted at the end of the procedure and temporary pacing was instituted. The procedure was stopped due to chb. After 3 days of persistent chb, a permanent pacemaker was implanted.